Event description:
It was reported that the interrogated battery voltage was 2.76 volts. Performance data from the device indicated voltage no lower than 2.95 volts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.76v and the daily measurement was 2.96v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.76v and the daily measurement was 2.96v.

Event description:
It was reported that the interrogated battery voltage was 2.76 volts. Performance data from the device indicated voltage no lower than 2.95 volts. It was further reported that the device triggered elective replacement indicator (eri) early due to high battery impedance and reached end of life. The device has been explanted and replaced. No patient complications have been reported as a result of this event.